Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on their opinion the pad was broke in the arctic sun device and it had leaked almost from beginning of the hypothermia therapy. The therapy started and there was an oxygen leak after 15 minutes of the therapy and the water flow was 0,00 ¿ 0,5 l/min. After that incident they restarted the arctic sun device and had the same situation again. It was confirmed that all the neonate procedures were done for hypothermia therapy before the patient had been laid on the pad. The therapy was continued on the new pad.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. The potential root cause could be due to " improper material specifications for integrity of film (bonding capability) /improper material specifications for integrity of film (tear resistance)". A DHR review can¿t be completed as the provided lot number was invalid. The instructions for use were found adequate and state the following: ''10. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m. 11. When finished, purge water from pad. The neonatal arcticgel¿ pad should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. Do not allow circulating water to contaminate the sterile field when lines are disconnected. This product is to be used by or under the supervision of trained, qualified medical personnel.'' H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that on their opinion the pad was broke in the arctic sun device and it had leaked almost from beginning of the hypothermia therapy. The therapy started and there was an oxygen leak after 15 minutes of the therapy and the water flow was 0,00 ¿ 0,5 l/min. After that incident they restarted the arctic sun device and had the same situation again. It was confirmed that all the neonate procedures were done for hypothermia therapy before the patient had been laid on the pad. The therapy was continued on the new pad.

Event description:
It was reported that on their opinion the pad was broke in the arctic sun device and it had leaked almost from beginning of the hypothermia therapy. The therapy started and there was an oxygen leak after 15 minutes of the therapy and the water flow was 0,00 ¿ 0,5 l/min. After that incident they restarted the arctic sun device and had the same situation again. It was confirmed that all the neonate procedures were done for hypothermia therapy before the patient had been laid on the pad. The therapy was continued on the new pad.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. The potential root cause could be due to " improper material specifications for integrity of film (bonding capability) /improper material specifications for integrity of film (tear resistance)". A DHR review can¿t be completed as the provided lot number was invalid. The instructions for use were found adequate and state the following: ''if the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m. When finished, purge water from pad. The neonatal arcticgel¿ pad should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. Do not allow circulating water to contaminate the sterile field when lines are disconnected. This product is to be used by or under the supervision of trained, qualified medical personnel.'' H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. The potential root cause could be due to " improper material specifications for integrity of film (bonding capability) /improper material specifications for integrity of film (tear resistance)". A DHR review can¿t be completed as the provided lot number was invalid. The instructions for use were found adequate and state the following: "10. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m. 11. When finished, purge water from pad. The neonatal arcticgel¿ pad should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. Do not allow circulating water to contaminate the sterile field when lines are disconnected." UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on their opinion the pad was broke in the arctic sun device and it had leaked almost from beginning of the hypothermia therapy. The therapy started and there was an oxygen leak after 15 minutes of the therapy and the water flow was 0,00 ¿ 0,5 l/min. After that incident they restarted the arctic sun device and had the same situation again. It was confirmed that all the neonate procedures were done for hypothermia therapy before the patient had been laid on the pad. The therapy was continued on the new pad. Per follow up information received via mail on (B)(6) 2023, the pcn and batch of defective product was 318-02 and lot# nggr3399. Event occurred on (B)(6) 2023. (B)(4) product was affected. There was no injury, the staff has changed the pad immediately. No modification in treatment plan as a result of this incident. No medical intervention. The had to change/ open an new item. Problem was identified at the beginning of the therapy. The sample has been used without the contact with blood, cytotoxic medication.